Event description:
The customer reported that all the icons on the device are showing and there are no voice prompts when it is powered up. There was no pt associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.